Event description:
It was reported that during nasopharyngeal carcinoma embolization procedure, the operator used the subject balloon guide catheter to reach the proximal part of the lesion and attempted to inflate it with a syringe. However, it was discovered that the contrast medium diffused at the distal end, and the subject balloon could not be inflated. The operator withdrew the subject balloon guide catheter and discovered that the balloon was perforated and was leaking fluid. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection the balloon catheter was found to be kinked/bent. The balloon catheter was seen to be damaged (wrinkled). There was dried procedural fluid found in the balloon. During functional inspection the reported event couldn¿t be confirmed with assurance as the balloon did inflate however there was a leak noted which could have contributed to the failure of inflating during use, therefore the analysis results are consistent with the reported event. The balloon leaked during the test. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event 'balloon failed to inflate' could not be confirmed during functional testing. The reported events:¿ balloon leaked during use¿, ¿balloon has hole/perforation¿ were confirmed during analysis. The analysis results are consistent with the reported event. The returned device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Addition information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. In addition, the balloon was successfully inflated and deflated during preparation. It was reported that 'the operator prepared to use a balloon guide catheter for blood flow occlusion. However, when using the balloon catheter to reach the proximal part of the lesion and attempting to inflate it with a 2ml syringe, it was discovered that the contrast medium diffused at the distal end, and the balloon could not be inflated. The operator then removed the balloon from the body. Upon attempting to inflate the balloon outside the body with a syringe, it was found that the balloon had perforated and was leaking fluid'. In addition to the statement above which states that a 2ml syringe was used when attempting to inflate the balloon, the follow-up replies reference a 5ml syringe being used to inflate the balloon. The subject balloon guide catheter dfu recommends that a 1ml syringe is attached to the device when transferring the recommended balloon inflation volume. This recommended volume is 0.6ml as stated in the dfu. It is not stated in the event description or in the follow-up replies what actual volume of fluid was used to inflate the balloon. The balloon catheter shaft was noted to be kinked/bent at several locations along its length. In addition, the shaft was also damaged (wrinkles present). During the functional test it was possible to inflate the balloon but a small leak was noted. It is likely that such a leak would have been noted during the preparation inflation process. It is not known with certainty why/how such a leak developed but one possibility is that the recommended balloon inflation volume of 0.6ml might have been inadvertently exceeded. However, there are other possible reasons that may lead to damage to the balloon. Each balloon guide catheter device is pressure tested using air during the manufacturing process so this type of damage would not have escaped detection prior to shipping of the device. The as reported events: balloon leaked during use, balloon has hole/perforation during use, balloon failed to inflate as well as the as analysed events: balloon catheter kinked/bent, balloon leaked during use, balloon catheter damaged and balloon has hole/perforation during use will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and appears to have been used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during nasopharyngeal carcinoma embolization procedure, the operator used the subject balloon guide catheter to reach the proximal part of the lesion and attempted to inflate it with a syringe. However, it was discovered that the contrast medium diffused at the distal end, and the subject balloon could not be inflated. The operator withdrew the subject balloon guide catheter and discovered that the balloon was perforated and was leaking fluid. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.